Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The module was connected to a root and successfully established communication. During testing the module was able to obtain measurements continuously and the measured values were consistent with a known good module and sensor. Internal inspection showed a contaminant on the female mating pin of the housing connector. The customer complaint was not duplicated however the contaminant on the housing connector was identified as a potential root cause of the reported issue. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported accuracy issues with the device. No patient impact or consequences were reported. Per the customer: 15 min into surgery: reposition head to left l 30% r 50% after few mins head was turned in straight position but the difference of 20-25% between left and right stays. After initialization of perfusion (heart lung machine) patient at 35 degrees celsius the difference between left and right to 40%. Left below 30% right around 60%. Left at one point even down to 5%. During perfusion l 20% right 60% difference is 40%. At end of perfusion difference increases left goes down to 10- 20%. Right stays the same during entire or (around 60%). After or patient no neurological damage. Surgical plan was adjusted according to what o3 showed (among other facts), during perfusion an aortic cross clamp was not used (while it usually would have been).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported accuracy issues with the device. No patient impact or consequences were reported. Per the customer: 15 min into surgery: reposition head to left l 30% r 50% after few mins head was turned in straight position but the difference of 20-25% between left and right stays. After initialization of perfusion (heart lung machine) patient at 35 degrees celsius the difference between left and right to 40%. Left below 30% right around 60%. Left at one point even down to 5%. During perfusion l 20% right 60% difference is 40%. At end of perfusion difference increases left goes down to 10- 20%. Right stays the same during entire or (around 60%). After or patient no neurological damage. Surgical plan was adjusted according to what o3 showed (among other facts), during perfusion an aortic cross clamp was not used (while it usually would have been).